Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when suturing the skin during a melanoma removal procedure, the customer noticed that the product thread broke upon tying the knot. A second suture was used with the same result. There was no patient injury involved. No additional information was provided.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of ten devices. The visual inspection and functional evaluation of the sample had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.